Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, prior to insertion into patient's anatomy it was not possible to turn the tip before inserting the lead. The atrial lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.